Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting t-wave oversensing. A drop in the patient's morphology was also noted. Additional information provided from the field indicated the patient had later received an inappropriate shock from their s-ICD due to small r-wave amplitude and baseline oversensing of noise. Testing was unable to reproduce any of the inappropriate sensing observed from the delivery of the inappropriate therapy. The s-ICD was reprogrammed and remains in service. The patient reported experiencing pain from the shock but there were no adverse patient effects reported.